Manufacturer narrative:
(B)(6). Product status: the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during 0.025 inch guidewire insertion in an ami (acute myocardial infarction) patient, the tip of the guide wire was coiled and could not advance. The guide wire was replaced to continue procedure. No patient injury was reported.

Manufacturer narrative:
The guide wire was returned inside the protective tubing without any visible blood. The guidewire j-tip was found to be coiled. The evaluation confirms the reported problem. We were unable to determine how this may have occurred. Complaint reference: (B)(4); record ID: (B)(4).

Event description:
It was reported that during 0.025inch guidewire insertion in an ami (acute myocardial infarction) patient, the tip of the guide wire was coiled and could not advance. The guide wire was replaced to continue procedure. No patient injury was reported.